Event description:
Customer reported the system is displaying a temperature sensor failure message on boot up. No pt injury was reported.

Manufacturer narrative:
The customer declined svc. The system was not evaluated by a ge rep.